Event description:
It was reported that during a procedure to replace a lead (reference MFR report # 1627487-2018-10594) as the physician was attempting to implant a replacement lead a cerebrospinal fluid (csf) leak occurred. The physician opted to abandon the procedure.